Event description:
A report of an event has been received from a peritoneal dialysis nurse and reported the following: rn reported that the cycler tubing leaked from the site where it breaks off to allow the pt to pause and 2-3 days following the event, the pt was diagnosed with peritonitis. The nurse has been contacted for add'l info. It has been learned that the tubing set leaked at the second connector while it was still unopened and wrapped in the shrink wrap. The pt then reported symptoms of abdomen pain and cloudy fluid. The pt was then hospitalized and treated with intraperitoneal antibiotics. At this time, he has been discharged to his home and is doing fine and able to continue peritoneal dialysis as ordered. The sample is available, however, the lot is unk.